Event description:
A physician reported a pt who was treated in the glabella frown lines on 03 march 1998. On 03 march 1998 the pt developed bluish discolouration and severe pain in the glabella. The symptoms were considered by the physician to be product related. On 8 september 1998, the physician reported that the skin structure had in the effected area a more solid consistence. Lateral from the glabella there was a furrow. With the aid of make-up the existing skin changes were able to be covered. Laser treatment for final smoothing was provided.